Manufacturer narrative:
The reported field event of bvvi was confirmed. The cause of the reset was found to be due to a por from normal battery depletion. Bench testing found the device to be normal. No anomalies were found.

Event description:
New information notes that the device was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that there were no complications during the generator changeout procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with their implantable cardioverter defibrillator in backup vvi. A download was not performed because of low battery status due to normal elective replacement indicator (eri). Device replacement was discussed but not performed as of yet. Further information was requested but not received.